Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. A saber rx pta 6mm x 20cm155cm balloon catheter (bc) was delivered to the lesion and inflated as a post dilatation. However, it ruptured at 5atm (five atmospheres). Therefore it was removed from the patient intact. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity is unknown. The vessel was mildly calcified. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. Initially, a guidewire crossed the lesion and an intravascular ultrasound (ivus) confirmed that the vessel was mildly calcified. A balloon catheter (non-cordis) was delivered to the lesion and inflated as a pre dilatation and a stent was implanted. The procedure was completed successfully. The product was not returned for analysis. A product history record (phr) review of lot 17620007 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17620007) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta balloon catheter (6 mm 20 cm 155) was delivered to the lesion and inflated as a post dilatation. However, it ruptured at 5 atmosphere pressure (atm). Therefore it was removed from the patient intact. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity is unknown. The vessel is mildly calcified. The rate of stenosis is unknown. Initially, a guidewire crossed the lesion and an intravascular ultrasound (ivus) confirmed that the vessel was mildly calcified. A balloon catheter (non cordis) was delivered to the lesion and inflated as a pre dilatation and a stent was implanted. The procedure was completed successfully. The product will not be returned for analysis because it was discarded in the hospital.